Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a large number of short ventricle to ventricle intervals were seen in the device along with non-sustained ventricular tachycardia episodes. A loose set screw in the header was suspected to be the issue. During the case, the setscrew was observed to be fully seated in the header. The right ventricular lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.